Manufacturer narrative:
(B)(4).

Event description:
One patient was using a fenestrated tracheostomy tube and it was noted that the inner cannula leaked when placed. This happened seven times with seven inner cannulas sometime in the last 45 days. The patient did not require recannulation. All the cannulas and their packaging were discarded and the lot numbers were not retained. There are 7 reports, one for each cannula of an unknown lot referenced on our reports: (B)(4), 2936999-2016-00495, (B)(4), 2936999-2016-00497, (B)(4), 2936999-2016-00498, (B)(4), 2936999-2016-00499, (B)(4), 2936999-2016-00500, (B)(4), 2936999-2016-00501, (B)(4), 2936999-2016-00502.

Manufacturer narrative:
(B)(4).